Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider via fax, additional information was received. The operative report was also requested, however, it was not provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 121.37 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis, aortic regurgitation, and perivalvular leak. It was also noted that the patient had sepsis. No other details were provided.